Event description:
Upon advancement of a aaa stent graft, the valve separated from the hub. Physician felt the valve may have hung up in the body of the sheath as he pushed in the device. Pt did not sustain any adverse effects from this event.